Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 19-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported octopolar electrode with high impedance. There was a loss of therapeutic efficacy with return of neuropathic pain. Factors that may have led or contributed to the issue remain unknown. Troubleshooting included measuring impedances showed 2 poles with high impedances which also included reprogramming but no efficacious enough on pain. Actions taken was an electrode replacement in (B)(6) 2019. A surgical intervention occurred and it was unknown if the issue resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97791, product type: accessory. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Analysis of the lead (B)(4). Found that the lead was broken at the injex anchor site and analysis of the bumpy anchor found no significant anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.